Manufacturer narrative:
Investigation - evaluation: a review of dimension verification, quality control, visual inspection and specifications was conducted on the returned device during the investigation. Upon physical inspection, it was noticed that the dilator was assembled and clipped to the sheath. A clear film like material was protruding from between the sheath and dilator. Under magnification, damage to the inner lining of the sheath was visualized. No damage was visualized on the outer surface of the dilator. Review of non-conformances that may have contributed to this incident could not be performed as lot number was not provided. Based on the provided information a definitive root cause cannot be established or reported at this time. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. Per the risk assessment no further action is required.

Manufacturer narrative:
(B)(4). This report is still under investigation.

Event description:
While performing a ureteroscopy with a flexible uteroscope, the inner lining of the sheath started to peel off the dilator. During this procedure the lining came off inside the patient, however was able to be retrieved with forceps. There was no harm to the patient due to this event, and the physician was able to complete the procedure with the reported device.